Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and the right ventricular (rv) lead exhibited undersensing ventricular tachycardia (vt) episodes. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.